Event description:
Had normal functions and blood levels prior to implant. Thyroid issues do not run in my family. On (B)(6) 2010, I was diagnosed with nodules on thyroid; had biopsy and came out benign. In (B)(6) 2015, ultrasound completed, they tripled in size pushing on wind pipe so thyroid was removed. Biopsy completed and nodules were cancerous; completed 2 radioactive iodine sessions - now have to take thyroid medication daily. Diagnosed with chronic migraines after implants.